Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2014 that they were recently implanted and the surgery went ¿excellent.¿ the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. It was stated they were still trying to get the results they had during their trial. An appointment in (B)(6) 2014 was noted. Additional information received on 2014-11-06 reported that the patient still had concern regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2014. No outcome was reported regarding this event. It was later reported on (B)(6) 2015 that the patient never had therapeutic effect. She had wonderful results with the trial, but hadn¿t seen results with the implanted device. The patient felt she could reach the same results with the right programming and management from a healthcare provider. The patient hadn¿t seen anyone to help manage the device or make adjustments and changes to her device since a month after the device was implanted. It was later reported on (B)(6) 2015 that now the patient turned therapy off most of the time due to lack of result. Additional information received from the consumer on (B)(6) 2015 reported that they received the device for neurogenic bladder in their lower right back. The device did not work very well as it did in the testing, but it did help about 15%. Four months later, the machine stopped working. Only one of the four programs would come on and that one gave no relief. They went to physical therapy to continue to get help. They saw a manufacturer representative (rep) and they hooked the machine up to his database. The rep said the programming was completely messed up. They claimed the patient must have fallen, which they did not. The health care professional (hcp) office and the rep wanted to put another device in on the other side. They concluded that they had stress incontinence rather than a neurogenic bladder. There were several promising visits. They started to have pain where the original device was put in and they asked the hcp to remove it. It was also noted that they were taking botox to treat blepharospasms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.